Event description:
The customer was unsuccessfully attempting to self-treat hypoglycemia, woke brother. Brother called mother, who called emts. Mother took an aviva system blood glucose result of hi, which on the system indicates a result in excess of 600 mg/dl. Emt system result was 27 mg/dl within 10 minutes. Emts treated customer with sugar orally and sugar in shot. Customer felt better in 2 hours. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.